Event description:
It was reported that the patient underwent a surgical procedure involving an artificial urinary sphincter (aus) because the patient experienced retention and urethral erosion. The existing components were explanted and replaced with a new aus. No patient outcome was reported. There were no patient complications.